Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the battery cannot be charged and a full back-up may not be available. An error message displayed. The device was not changed out, as the system was still working. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Technical support stated there may be some loose cables/connectors causing the issue. Eval is in progress, but not yet concluded.